Manufacturer narrative:
The customer¿s report of a possible programming issue was not confirmed. No infusions at a rate of 26 or 28ml/hr were found in the entire log. It is believed that the customer meant to indicate a dose of 26 or 28. The pcu event log shows the dose of the infusion was changed multiple times either by the user or by accepting the remote IV programming parameters. There were multiple rapid boluses programmed by the user during the period reviewed. The log does not show any instances where the infusion reverted from a dose of 28unit/kg/hr to a dose of 26unit/kg/hr, with or without a bolus having been given. The root cause of the customer¿s experience of a possible programming issue was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that the device was programmed to infuse an unspecified medication at 28 ml/hr, and after an unspecified bolus the device infused for an hour at 26ml/hr, which was its previous setting. Although many requests have been made, no further event details have been provided by the customer. There is no report of any patient harm.

Event description:
The customer reported that the device was programmed to infuse heparin (25,000 units in 250 ml/ d5w) as a primary infusion. The initial infusion was started at 16 units/kg/hr on (B)(6) every 6 hrs. An anti-xa was drawn. ¿on (B)(6) 16 the change was supposed to be increased to 28 units/kg/hr from 26 units/kg/hr¿. When the nurses went into the patient room an hour later the device was still reading 26 units/kg/hr ¿even though they had changed it to 28 units/kg/hr.¿the rate change is dependent on the anti xa result. Per facility protocol the rn draws an anti-xa q 6hr if there is a change in rate. If there isn¿t a change in rate the anti-xa is drawn the next morning.¿there was no report of patient harm.